Event description:
The nurse reported that the ball tip got broken during the operation. Another tip was used to complete the operation. Operation got longer only few minutes.

Event description:
The nurse reported that the ball tip got broken during the operation. Another tip was used to complete the operation. Operation got longer only few minutes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The root cause was determined to be user related. The visual inspection and material analysis concluded that the impactor tip broke through the threads at approximately the third thread from the mounting surface. Multiple fracture initiation sites were observed on the fracture surface. The fracture progressed in multiple directions. The part failed from multiple impacts as evidenced by the arrest lines visible on the fracture surface. No material or manufacturing defects were observed on the fracture surfaces examined. Device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code.